Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following: visual inspection revealed that there was moisture corrosion observed on the display inside the pump. During testing, the pump was not able to be powered on. The pump cover was removed and moisture corrosion was found on the printed circuit board as well as other internal components of the pump. The complaint that the pump emitted a cs 064 call service alarm randomly was not able to be adequately investigated due to the moisture damage to the pump. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted an occlusion alarm randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.